Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced a blood glucose (bg) level of over 650 mg/dl. As well as air bubbles along the infusion set tubing. A correction injection was used to address bg level. The customer cleared the alarm and resumed insulin therapy.